Event description:
Patient with history of transposition of the great vessels status post "senning" as an infant who subsequently developed sinus node dysfunction leading to a pacemaker and thereafter sustained v-tach in the setting of poor rv function leading to ICD implantation. His generator is now at eri and he presents for generator change.